Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image malfunction and poor contact. This issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Event description:
It was reported that the camera head had image malfunction and poor contact. This issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted image quality glare and found a damaged cable. Based on the results of the investigation, it is probable the reported failure occurred due to damaged cable, component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.